Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report was received from a member of the patient advisory council (pac). The member reported the issue regarding another home patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a renal home patient experienced a "split diaphragm" (diaphragmatic rupture) coincident with automated peritoneal dialysis (apd) therapy. The cause of the "split diaphragm" was not reported. It was not reported if the patient was hospitalized for the event. Medical intervention and the patient's outcome was not reported. Action taken with pd therapy was not reported. No further detail was provided regarding the event.